Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, product type: lead, implanted: (B)(6)2007;product ID: fr99525, product type: valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the cardiac resynchronization therapy defibrillator (crt-d) "is not working." The device remains in use. No patient complications have been reported as a result of this event.